Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed "when taking the sample, it does not reach the level." The description was translated from spanish to english.

Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed "when taking the sample, it does not reach the level." The description was translated from spanish to english.